Event description:
It was reported that the patient received inappropriate shocks as a result of intermittent t-wave oversensing (twos) on the right ventricular (rv) lead. The rv lead remains in use. It was also reported that the implantable cardioverter defibrillator (ICD) device did not apply twos discriminator. This occurrence was the only episode and there was no oversensing in real time. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).